Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4). No patient information provided.

Event description:
Caller states that during a correlation study, the following coaguchek s/coaguchek xs results were obtained: patient 1, 2.2 inr/3.0 inr. Patient 2, 4.0 inr/2.8 inr. Patient 3, 1.5 inr/2.0 inr. Patient 4, 1.9 inr/2.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.